Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer reported a contaminated syringe that was found this morning. The packaging was intact but there was a discolored area near the tip which was reddish brown. The substance was easily removed by wiping with sipa on a 4x4 sterile wiper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28jul2023. H6: investigation summary: it was reported there was a contaminated syringe. To aid in the investigation, one sample in an opened packaging blister and a 4"x4" wipe was received. A visual inspection was performed on the sample with 10x magnification. No defects or imperfections were observed. Towards one of the corners of the wipe there is a light discoloration. No other information could be obtained. A device history record review was completed for provided material number 309653, lot 3139726. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h.10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer reported a contaminated syringe that was found this morning. The packaging was intact but there was a discolored area near the tip which was reddish brown. The substance was easily removed by wiping with sipa on a 4x4 sterile wiper.